Event description:
It was reported that this inflatable penile prosthesis (ipp) had a fluid leak in the reservoir. A surgical procedure was performed, during which the reservoir and pump were removed and replaced. There were no patient complications reported.